Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition; the keypad was functional but the top rear label was missing. Although evidence of the customer's reported problem regarding "failed accuracy" was identified in the pump event history log as two 10ml bolus tests performed prior to the pumps return to smiths, simulated use testing was unable to duplicate the issue. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The DHR review is not applicable because the results of the complaint investigation, based on the nature of the failure, do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test +15%". No patient involvement was reported.